Manufacturer narrative:
The follow-up report is being submitted to relay additional information. Review of device history records found these units were released to distribution with no deviations or anomalies. This device is used for treatment. Compatibility check is not applicable as this event involves a single implant. Root cause could not be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during an initial talus replacement surgery, the implant did not fit. Device was not implanted and surgery was completed using a different method. At this time no further information is available. No additional patient consequences were reported.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Actual device not evaluated, if any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). The follow-up report is being submitted to relay additional information. The following sections have been updated. Complaint is confirmed from the visual inspection of the returned product. DHR review found no deviations/anomalies. A root cause was unable to be determined. It is noted that the device was designed off of the contralateral ankle which may contributed to the reported event if the two ankles are not symmetrically identical. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.